Event description:
The cup failed by separating at the insertion of hose adapter. During a low vacuum assisted delivery with the tender touch flex cup the vacuum broke. The cup was applied, suction was achieved to 50cm of hg. Traction was applied and the tube and small white disk separated from the flex cup completely leaving the cup on the infant's scalp and the tube and handle in the provider's hand.